Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance and increased capture thresholds were observed on the rv lead. All other electrical measurements were found to be normal and in-range. Programming changes were made to the device. The physician suspects the increased measurements are due to fibrosis. Patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Diagnostic imaging revealed clavicle crush. Patient was stable before, during and after the procedure.